Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, and the patient¿s serious adverse event(s) of cardiac arrest, as the patient was undergoing ccpd therapy when the cardiac arrest occurred. However, during complaint intake the rn reported the serious adverse event(s) was unrelated to a fresenius device(s) and/or product(s). The esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Cardiovascular disease (or sudden cardiac death) accounts for the most deaths among the esrd population. Additionally, adults with esrd have mortality rates up to 30-fold higher than the general population. Of note: an inability to obtain additional information regarding the reported serious adverse event(s) precluded a more comprehensive investigation. Based on the information available, the liberty select cycler can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused and/or contributed to the serious adverse events. Furthermore, there is no allegation or objective evidence that a fresenius product(s) and/or device(s) failed to meet user expectations or manufacturer specifications.

Event description:
A user facility registered nurse (rn) reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis cc(pd) for renal replacement therapy (rrt) ¿coded¿ (experienced cardiac arrest) during ccpd therapy on a clinic liberty select cycler. The rn stated upon initial reporting that the event was unrelated to fresenius device(s) and/or product(s). A replacement cycler was requested and issued. No additional information was reported during intake. Subsequent attempts to obtain additional information (e.g., discharge summary, patient demographics, treatment data, hospital records) have proven unsuccessful. The cycler has been scheduled to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the cycler was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated treatment was performed and completed. The cycler weighed fill volume values were found to be within tolerance for a liberty cycler. The cycler underwent and passed a system air leak test, valve actuation test, teach pump test, patient sensor check, and patient sensor calibration. An internal visual inspection of the returned cycler encountered no other discrepancies. The mushroom head check passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A user facility registered nurse (rn) reported to fresenius that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) ¿coded¿ (experienced cardiac arrest) during ccpd therapy on a clinic liberty select cycler. The rn stated upon initial reporting that the event was unrelated to fresenius device(s) and/or product(s). A replacement cycler was requested and issued. No additional information was reported during intake. Subsequent attempts to obtain additional information (e.g., discharge summary, patient demographics, treatment data, hospital records) have proven unsuccessful. The cycler has been scheduled to be returned to the manufacturer for physical evaluation.